Event description:
The customer reported a leak from the top of reagent probe a of the unicel dxc 600 pro synchron system. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to remove and reinstall the probes, and home the instrument. The customer could not determine the cause for the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Although the customer was unable to determine the cause of the leak, additional troubleshooting performed by the customer with the assistance of a beckman coulter customer technical support (cts) over the telephone revealed a loose/leaking reagent probe a tubing fitting at the top of the reagent probe. The customer tightened the fitting to resolve the leak and no further leaks were observed. A field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the assistance of cts over the telephone. In conclusion, failure mode of the event is attributed to a loose reagent probe tubing which the customer stated had become loose over time. (B)(4).